Event description:
Customer reported unexpected negative reactions for a donor sample run on the abs2000. The sample tested as rh negative on the abs2000, but was rh positive in tube. The donor had previously been typed as rh positive. In tube, the sample was 1+ at immediate spin.

Manufacturer narrative:
Review of the instrument error log shows no relevant errors. The customer was advised that according to the operator's guide, samples that appear as 1+ or less in tube may be interpreted as negative on the abs2000.